Event description:
It was reported to philips that the allura device cannot make exposure. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) examined the system on-site and confirmed system cannot make exposure. During troubleshooting, the fse confirmed the voltage controller card was found to be in a more normal state, and 24vdc and 231 vac input voltages were checked, and test points were performed and there was no visible voltage. So fse replaced the kvma control in the velera generator. After replacement, the tube adaptation tests failed and fse noticed the short filament was open with a measurement of 7,308 mh. The cause of the mrc failure conclusively determined by the supplier's part analysis and tube failed with a punctured cathode isolator (vacuum leak) reported subsequent failure of a blown small filament. To resolve the issue, fse replaced the x-ray tube. After replacement of spares, the system was returned to use in good working order. The codes were updated based on the investigation outcome.